Event description:
It was reported that the platform displayed user advisory 2 while treating a patient. Manual CPR was administered. Patient did not make it.

Manufacturer narrative:
Zoll medical corporation has not yet received the platform. A supplemental report will be filed when the device is received and evaluated.